Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture in all vectors even at highest output; lead dislodgement was suspected. The lead was programmed off. The patient's condition was stable.